Event description:
The facility rep reported a recall failure. Info was not provided regarding whether or not the failure occurred during a pt infusion. Details were not available regarding additional contact information. The hosp rep stated that there were no reports of pt injury or medical intervention. No additional info is available.